Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 232 mg/dl at the time of incident. The customer stated that they had high blood glucose over 600 mg/dl at the time of call. The customer's blood glucose was 564 mg/dl at the end of call. Troubleshooting was done. The insulin did exit during prime. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted during testing. The pump passed the deliver accuracy test. The pump was received with a cracked reservoir tube lip.